Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was neither bumped, dropped nor exposed to moisture. There was no indication of the issue being resolved during the call. It was also noted that the customer was also using insulin pens. There was no indication of the insulin pump returning for analysis.